Manufacturer narrative:
Investigation description. Complaint was confirmed. Although the issue could not be duplicated and the device charged to full battery with no issues, the engineering logs indicated the device was not charging while on a charging pad and rapid charge depletion. The root cause is likely an issue with the power circuit on the mainboard. As a precaution the mainboard will need to be replaced.

Event description:
It was reported that the user observed rapid battery depletion on a newly received ilet, stating the device was fully charged and dropped to 22 percent in less than twelve hours, and the user believed this represented an ilet battery issue, while an agent reviewed battery logs. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or care. Investigation included remote review of battery performance logs and standard troubleshooting and education with the user. Investigation of this case revealed no alarms, no alerts, and no evidence of device malfunction based on available logs, suggesting expected or explainable battery consumption could not be ruled out. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient objective evidence of a device malfunction.